Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and non tortuous mid right coronary artery (rca). A 3.00mm x 20mm emerge¿ balloon catheter was advanced for dilatation and inflated multiple times; however, the balloon ruptured during unknown inflation at an unspecified pressure. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was blood and contrast in the inflation lumen. Magnified inspection identified an 8mm longitudinal tear in the balloon material on the distal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination of the markerbands presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and non tortuous mid right coronary artery (rca). A 3.00mm x 20mm emerge¿ balloon catheter was advanced for dilatation and inflated multiple times; however, the balloon ruptured during unknown inflation at an unspecified pressure. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.